Manufacturer narrative:
Date of event is unknown. The best estimate time would be between 3/1/2021 and 3/22/2021. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol) was explanted from the patient's left (os) eye during the second procedure due to unexpected post-op refraction. The vision pre-operative was 20/80 5c. There was no additional surgical intervention performed. The patient outcome was not provided. No further information provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 4/15/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.